Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer¿s blood glucose level was 130-200 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.